Event description:
The tube detached from the dtx sensor.

Manufacturer narrative:
Attempts are being made to obtain the sample and additional information regarding this incident. Upon completion of the investigation, a supplemental report will be submitted.